Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, injury, disability and metallosis. After review of medical record, patient was revised to address trunnionosis with metal-on-metal wear debris and early pseudotumor with significant synovial debris and tissue necrosis with debris of the anterior femur. Revision notes reported that pseudotumor and trunnionosis was identified with metal deposition and synovitis. Trunnionosis was identified with significant debris within the head itself as well as minor damage to trunnion. Findings consistent with metallosis related to trunnion wear. This was felt to be related to trunnion corrosion which could directly identified. These were grade 2/3 changes. After removing the cup, there was a minimal bone damage. Doi: (B)(6) 2009. Dor: (B)(6) 2017, (left hip).